Event description:
Additional information was received from the physician. The physician's office did not provide the patient's identity but was able to confirm that they were able to be interrogated since the failure to program. There was an error message that was seen during the interrogation of a patient's device and there was no troubleshooting that was taken. Their programming system has been functioning with not issues.

Event description:
It was initially reported that the physician was having communication issue with the patient's generator. The physician received a "check sum" error message on the handheld. It was unknown who the patient was and it is unclear if the issue was the generator or the programming system. There was no addition information known by the reporter. Good faith attempts for additional information have been unsuccessful to date.